Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons scrolling too fast. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the rainbow effect was on screen and difficult to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked electrical board keypad connector. Device passed self test. No unexpected scrolling during testing. No unexpected missing segment or partial display anomalies noted. Device received with stripped battery cap coin slot, cracked case at the display window corners and cracked lcd window. (B)(4).